Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received missing reservoir tube o-ring, keypad overlay texture damage, serial number label missing, broken belt clip rails, cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer insulin pump had damage. The customer¿s blood glucose level was 4.4 mmol/l. The insulin pump was returned for analysis.